Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported having another implant from manufacturer for sleep apnea that was implanted approximately 2.5 years ago. The patient stated that the first two nights they went to bed and turned on the implant for sleep apnea, it worked fine and did not bother them; however, over the last two nights, as soon as they fell asleep, it started hurting in their mouth and the back of their throat. The patient also mentioned they were trying to recover from a severe chest cold with coughing. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. The patient reported ¿a possible interaction between previously implanted inspire device and the newly implanted interstim device.¿ they reported that the first two nights after the interstim was implanted, their inspire device for sleep apnea ¿began pulsing harder and caused a feeling of thickness in the tongue.¿ the patient described the sensation as similar to when they first had the inspire device implanted and ¿the stimulation setting was too high.¿ they also reported that they ¿are also still having some leakage with the interstim and are wearing pads, although it has decreased the amount of leakage so far.¿ the patient stated that they had another appointment with the physician that implanted the interstim yesterday and they ¿did not offer any explanation or advice on how to improve the situation.¿ outcome (any actions being taken): the patient declined a new/list of providers - will self-schedule, and was provided with the number for an mdt patient support representative.